Event description:
Tpn was set up to infuse at a rate 8.2 ml/hr and it delivered at a rate of 802 ml/hr. The infant became bradycardic and arrested. The child was put onto a ventilator, given lasix and subsequently stabilized. The pump was not sequestered and the set was not saved.

Manufacturer narrative:
The pump will not be returned to the MFR for eval. However, an on-site investigation was conducted. The MFR was unable to confirm that any instrument overinfused due to rate changes or instrument malfunctions. The instrument is still in use at the hosp. It is suspected that the cause of the incident was mis-programming of the infusion rate. The MFR will address with add'l in-servicing.